Event description:
It was reported that the pump was not responding when the buttons were pressed. The patient indicated that the pump has been exposed to bath water.

Manufacturer narrative:
The pump was received for evaluation and the investigation results were noted: the pump was intermittently responding to keypad and there was contamination under the buttons.